Event description:
It was reported that when the patient presented in clinic for follow up, the device was found to be in back up vvi mode. The patient was asymptomatic. The device code was download successfully and remains implanted.